Event description:
Patient was undergoing a functional endoscopic sinus surgery and septoplasty. Physician was using takahashi forceps. He had the forceps in the nose, preparing to remove some tissue, when the top of the blade broke off in the nose. Pieces were removed and there was no harm to patient.